Event description:
(B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device, maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A maquet field service technician examined the device and found the unit's operating currents to be within the normal range. The 12 amp breaker was inspected and the spade lug that connects to the 12 amp breaker was loose and exhibited evidence of overheating. The connector and the 12 amp breaker were replaced. A supplemental medwatch will be submitted when additional information become available. (B)(4).